Event description:
It was reported that within one day post implant, the right ventricular lead was suspected to be dislodged. The threshold was high and the sensing was diminished. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).